Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded high out of range shock impedance measurements on the right ventricular (rv) channel. Technical services (ts) recommended to increase the out of range limit to 150 ohms and advised if the impedance values exceeded the 145 ohms. No adverse patient effects were reported. This ICD remains in service.